Event description:
The hospital reported that during a coronary artery bypass procedure, five heartstring iii seals failed to load properly as the seal was becoming crimped during the loading process. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to mfrs # 2242352-2013-00200, 2242352-2013-01266, 2242352-2013-01268, 2242352-2013-01269 for the related report.

Manufacturer narrative:
The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and seal were located inside the body of the loading device. The green slide lock remained locked; the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).